Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. There was no appearance of any physical damage. The reported "motor not running error" was confirmed during an occlusion test. Further investigation revealed that the u29 opti sensor on the main board did not operate as intended. The investigator attributed this problem to normal wear as the device was over 16 years old. The main board was replaced, and preventative maintenance was performed.

Event description:
It was reported that the motor was not running and the pump had not been in use since november, when it was returned for the same issue. There was no patient involvement. The product problem was observed during bench testing.